Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-05746.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report # 1627487-2019-05746. It was reported that patient had an infection at an unknown location. In turn, surgical intervention was undertaken wherein the entire system was explanted.